Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited low pacing impedances less than 200 ohms. Additional information indicated that the in surgery, the lead was tested with a pacing system analyzer and the low impedances were observed, indicating a lead issue of an unknown cause. The lead was subsequently abandoned surgically. No additional adverse patient effects were reported.